Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 325 mg/dl. The customer stated that device has not been dropped or bumped and not exposed to moisture. Customer was advised to insert new aaa alkaline battery. Customer stated the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly, motor, vibrator, keypad and battery tube assembly. Unable to perform functional testing due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.